Event description:
"J" loop (8" extension set, standard bore tubing with rotating male luer lock, female luer lock and pinch clamp) connecting PICC line to tpn found to leak at end attached to tpn. "J"-loop removal attempts resulted in a crack in the PICC line port.